Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptics bent and deformed. There was presence of residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm,vicmo13.2, -5.50 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced with a shorter length lens within the same surgery due to observation of excessive vault. The problem was resolved.